Manufacturer narrative:
There are multiple patients. All known information is presented in the journal article. There are multiple unknown dates of event. This report is for an unknown trauma screw. Part and lot numbers are unknown; UDI number is unknown. There are multiple unknown dates of implantation. It is unknown if or when devices were explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: ring d, quintero j, jupiter j (2002). Open reduction and internal fixation of fractures of the radial head. The journal of bone and joint surgery. Volume 84-a. Number 10. Pages 1811-1815. (USA) the purpose of this retrospective study was to analyze the functional results following open reduction and internal fixation of fractures of the radial head and to determine which fracture patterns are most amenable to this treatment. Between january 1990 to january 1997, 56 patients who underwent open reduction and internal fixation of a displaced fracture of the radial head, were included in the study. Patients were classified to have mason type-2 and type-3 fractures. There were 35 males and 21 female patients with an average age of 36 years (range 17-62 years). 23 patients were implanted with an unknown synthes 2.0 mm t-shaped plate and screws. 2 patients were implanted with an unknown synthes l-shaped plate and screws. 1 patient was implanted with an unknown synthes condylar blade-plate and screws. 28 patients were implanted with an unknown synthes 2.0-mm screws alone. Patients were evaluated at a minimum of 2 years (average, 48 months) after the injury. Patients who retained the radial head were evaluated with the system of broberg and morrey at the final evaluation, and a fair or poor result was considered unsatisfactory. Recovery of less than a 100 degree of forearm rotation with an otherwise satisfactory functional result was also considered a poor result. The article did not specify which patients were implanted the devices. Thus, complications will be reported as follows: unknown patients had nonunion of the ulna which healed after second operation. Unknown patients had a proximal radioulnar synostosis. Eighteen (18) patients had an overall unsatisfactory rating. Four (4) of them had mason type-2 fractures and 14 of them had mason type-3 fractures. Eight (8) patients recovered with less than a 100 degree of forearm rotation. 6 of them had an unsatisfactory broberg and morrey rating. These patients had a comminuted fracture associated with a more complex injury pattern. Fourteen (14) patients had mild pain. One patient had moderate pain. One patient had mild elbow instability. Four (4) patients had fair broberg and morrey rating. Two (2) patients had poor broberg and morrey rating. One patient had an evidence of a delayed union on radiographs at 16 months post-op but had no symptoms. Re-evaluation at 48 months post injury showed the fracture was healed. Three (3) patients had loosened fixation devices within one month post-op requiring a second operation to resect the repaired radial head. Seven (7) patients had failed fracture healing with the devices loosened or broke. These patients had painful crepitation and requested removal of the radial head, which was performed at an average of 8 months (range, 6 to 11 months) after the initial operation. This report is for an unknown synthes trauma screw. This is report 2 of 4 for (B)(4).